Event description:
Additional information indicates that the patient came in for a right ventricular lead extraction due to noise. The physician explanted and replaced the lead and the patient was stable following.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic after receiving vibrations from their device, right ventricular oversensing was observed. Lead extraction was discussed. The patient will continue to be monitored at this time and there were no patient consequences.